Event description:
Boston scientific received information that this lead was explanted due to a product performance issue. No adverse patient effects were reported. Upon additional information this investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.